Event description:
Clinical information: (B)(6)- vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, an 25mm navitor vision valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram, that the patient developed a complete atrioventricular block during valve deployment. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The length of the membranous septum was 4mm and the final non-coronary cusp implant depth was 3mm. On (B)(6) 2024, the decision was made to implant a permanent pacemaker. The cause of the patient's complete atrioventricular block is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported hospitalization and surgical intervention were as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.